Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned, non-emergency treatment, which was completed after restarting the system. The philips remote service engineer (rse) inspected the system remotely and found that when the device was turned on, the software did not load. The system only powered on after several attempts and after restarting the computers in the machine room. Upon troubleshooting, the rse examined the system and guided the customer through host-pc checks. The issue was resolved by checking and cleaning the connection cables at the host-pc. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury; therefore, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, the procedure was not affected, and the customer was able to complete the procedure by restarting the system with no delay; it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on these investigative results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.